Event description:
Potential for injury associated with an l-4b scooter that drives a few feet and then stops and displays an error code intermittently. This issue could cause erratic/unintended movement or stoppage which could injure a user.